Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported a revision was done in (B)(6) 2020 because they were being shocked. It was unknown when the shocking began. The ins was replaced, but the leads were not.